Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced an infection. It was determined that the infection was peritonitis. The cause of peritonitis was not reported. On an unreported date, the pt started treatment with an unspecified medication bag (dose and frequency not reported). It was reported that the pt recovered from the peritonitis event. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). It was reported that the patient did not have a peritonitis event as previously reported. The initial peritoneal dialysis (pd) effluent sample that had been taken had been accidently contaminated. Unspecified repeat testing was performed and the result was negative. Therefore, the pd disposables are no longer considered suspect product in this event. Should additional relevant information become available, a follow-up will be submitted.